Event description:
It was reported that during a total gastrectomy procedure, the ancillary trocar was not pulled out from the anvil shaft. When the ancillary trocar was pulled several times, it was broken and got stuck in the anvil. When the sales rep checked the device, the trace, which seemed to have been clamped with something, was found. The doctor commented that an anvil grasping forceps had held the proper position of the anvil at first. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.